Event description:
A customer reported a 10ml bloody fluid leak from the nucleated red blood cell (nrbc) mix chamber on the unicel dxh 800 coulter instrument that was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of a gown, gloves, and goggles. No one was splashed, sprayed, or injured. There was no exposure to mucous membranes or open wounds. The operator did not seek medical attention. There is a risk management/exposure control plan in place at the facility. Material safety data sheet (msds) was not reviewed. There was no effect to patient results. There was no death, injury or change to patient treatment attributed or associated to this complaint.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Blood, 6c cell control, diluent, and dxh cell lyse may be present in the nrbc mix chamber during normal operation, and dxh cleaner solution during shutdown. A field service engineer (fse) instructed the customer how to unplug the nrbc chamber drain port. Per the fse, the customer did not see what was plugging the nrbc chamber drain port. Since it is a small lab, the fse suspected a blood clot was responsible; however, it was not confirmed. The cause of the leak was a plugged nrbc mix chamber drain port. (B)(4).